Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, he had experienced a high blood glucose and the device alarmed failed battery test. Customer's blood glucose was 400 mg/dl. Customer symptoms were nausea. Customer was advised to call back if issues persisted as customer declined troubleshooting. Customer is not returning the device for further analysis.